Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated during treatment the patient received an "m31 air detected in cassette" alarm. The patient cancelled treatment and removed cassette to inspect for fluid leak, and solution was observed inside cassette door after removing the cassette. The pd patient stated she did report the instance to the clinic and was not required to go into the clinic and no prophylactic medication was provided. The patient confirmed she not require any medical intervention or additional treatment as a result of the reported fluid leak observation. The patient stated the sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during treatment the patient received an "m31 air detected in cassette" alarm. The patient cancelled treatment and removed cassette to inspect for fluid leak, and solution was observed inside cassette door after removing the cassette. The pd patient stated she did report the instance to the clinic and was not required to go into the clinic and no prophylactic medication was provided. The patient confirmed she not require any medical intervention or additional treatment as a result of the reported fluid leak observation. The patient stated the sample was discarded and was no longer available for evaluation.